Event description:
It was reported that during a pneumonectomy procedure, they could not release in spite of pushing of release button. The knife didn't return to the initial position. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Wedge band bypass. Eval summary: the analysis results found that the ez45b device was received with the left wedge band bent, with a cartridge loaded on the device and the firing mechanism jammed. The cartridge was noted to have a wedge band bypass as the right side was fully fired and the left side was 3/4. No functional test was performed and the device was disassembled to verify the condition of the internal components and the left sled wedge was found bent that cause friction on the cartridge causing the firing mechanism to jammed. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.